Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. Based on the results of the investigation, the phenomenon was reproduced. And it was determined, that an image was not displayed, because communication failure occurred, due to faulty cable. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 7 years, since the subject device was manufactured. The instruction manual identifies, the following related verbiage, which could have prevented the phenomenon: the instruction manual identifies, the following related verbiage, which could have prevented the phenomenon: do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable, while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
A customer reported to olympus no image and interference stripes on the hd camera head. The reported problem was found during reprocessing before use in a gynecological electrocision. The procedure was completed with a similar device. There were no reports of patient harm or impact associated with this event.

Manufacturer narrative:
The device was returned to an olympus repair facility and evaluated. Upon inspection and testing, no image from the device appeared, caused by a defective cable. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.